Manufacturer narrative:
Submitted: (B)(6) 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings. The battery compartment was noted to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed battery compartment damage. This report is made based on results of investigation completed on (B)(6) 2016. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.